Event description:
End user alleges while operating the motorized wheelchair on sandy/grass covered terrain the unit went over on its side. Allegedly, as a result, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on a sandy/grass covered surface. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass".